Event description:
Journal reference: linazasoro et al. "Three in one: case report supporting different origins of essential and parkinsonian tremors" eur neurol: 2006/55/2/108-9. The article is a case report of a female who presented with tremors of diverse etiology, showing different responses to different therapeutic approaches. Based on a diagnosis of severe et (essential tremor), a bilateral deep brain stimulation of the vim thalamic nucleus was indicated as one of the treatments. Despite improvement of the tremors, the stimulation also induced dysarthria in the patient.